Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had an impella cp pump placed to support a patient admitted into a tertiary center from the community hospital with a st elevated myocardial infarction. The pump was placed for angioplasty and was supporting for four hours. The pump was then removed due to a hematoma at the access site. The explant and manual hold helped the hematoma/bruising to resolve. No other intervention was reported. The patient¿s outcome is unknown.

Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was most likely patient movement since hematoma was discovered after the patient was transferred. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-23566.